Event description:
Procedure type: sigmoid resection. Patient gender: unknown. According to the reporter: the anastomosis leaked. The surgeon cut out staple line re-anastomosed using an eea28. The operating time was extended one hour. Patient is currently in well condition.

Manufacturer narrative:
Initial report sent: 12/03/2007.